Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 164 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is 03/09/2017. Date and time were not set on meter; unable to verify date and time of test results. Customer did not manually log dates and time of test results. Customer had difficulty when directed to find results in meter's memory. The 164mg/dl (B)(6) 2017 12:00 pm fasting:yes. Memory concerns:164mg/dl.